Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four years ago. Current vessel morphology was reported as moderate bilateral iliac tortuosity; no calcification; 23-30 mm conical aortic neck diameter; 1.5cm aortic neck length. Vessel morphology at implant is not available. It was reported that the talent bifurcated stent graft has migrated 2 cm distal to the renals and a type I endoleak and aneurysm sac enlargement were also present. The physician implanted a 36x36 endurant cuff, which resolved the type I endoleak; however, when removing the delivery system, after the nosecone had been nestled into the sheath, the metal jacket of the delivery system got stuck in the body of the talent bifurcated graft, due to the severe angulation of the talent bifurcated graft. The physician inserted a reliant balloon, via the left side, and a 10x4 pta balloon, via the right side. The physician then performed a soft wire exchange which dislodged the metal sheath from the talent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (severely angulated neck). Conclusion: device failure/lack of effectiveness related to patient condition (severely angulated neck).